Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock stopper was confirmed. The sample photograph was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported by customer that blood leaking around stylet at t-piece stopper, during insertion, unable to flush that lumen without sucking air and causing leaking. There was no harm to the patient. Insertion carried on despite the leaking, stylet and rubber stopper removed and discarded post insertion.

Event description:
It was reported by customer that blood leaking around stylet at t-piece stopper, during insertion, unable to flush that lumen without sucking air and causing leaking. There was no harm to the patient. Insertion carried on despite the leaking, stylet and rubber stopper removed and discarded post insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.